Event description:
Same case as MDR #6000093-2007-00879. It was reported that one day post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. The physician placed a 3.00x28mm taxus express2 drug eluting stent in the right coronary artery (rca) to treat an 80% stenosis. The physician placed a 3.00x20mm taxus express2 drug eluting stent in the proximal left anterior descending (lad) to treat an 80% stenosis. A 2.5x12mm non-bsc bare metal stent was implanted in the 1st diagonal to treat a 90% stenosis. One day later, the patient presented with chest pain, difficulty breathing, and EKG changes. All three stents showed thrombosis. The patient was taken to surgery and expired. The patient was on plavix at the time of the event. The cause of death and the relationship to the device is unknown. No further information was available.

Manufacturer narrative:
Device analysis. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly batch # 8878504 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.